Manufacturer narrative:
Conmed is unable to confirm the reported malfunction due to the suspect device not returned for eval. Several attempts have been made to obtain add'l info from the user facility with no success.

Event description:
The argon beam cautery unit flashed "fault", the grounding pad was checked, the instrument was changed, however, it continued to say "fault". The unit was removed from service. The circulating staff member was unable to unplug the cord from the adaptor. The device was inspected by the biomedical dept, and the findings were that the adaptor was not plugged in all the way. When the adaptor was changed, the unit functioned properly. Several attempts have been made to obtain add'l info from the user facility with no success.